Event description:
When advancing the micrusphere coil (sph10040020/f64160) within the excelsior sl-10 microcatheter (details unknown) the coil was not advancing. The microcatheter was removed and the coil was broken.

Manufacturer narrative:
The sl-10 microcatheter was not returned. The coil was not returned. The detachment fiber exhibits mechanical severing. The fiber has a 90 degree cut. The resheathing tool was advanced over the proximal end of the green introducer. The coil was not returned. Without the return of the coil, the root cause of why the coil could not be advanced inside the microcatheter or why it was broken cannot be determined. In addition, without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. Note: although not related to the complaint event, the resheathing tool was found advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "return to the infusion microcatheter's rhv. Loosen the rhv and gently slide the introducer tip out from the rhv, over the dpu wire. Once a small section of the exposed dpu wire is visible, tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand, grasp the introducer tip, slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re-sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible." Based on the information, the event could not be confirmed. The coil, microcatheter, and hemostatic valve were not returned; therefore, it cannot be determined which component may have contributed to the complaint event. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Therefore no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.